Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; one event was confirmed during testing. The device was found to be affected by a damaged component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device started running in the locked position. There was patient involvement; no patient impact.